Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. Noise noted on the right atrial lead could not be programmed around. Clinician programmed the device to ventricular demand pacing (vvir). There were no consequences to the patient.